Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was fully retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. The x-ray also revealed the crimp sleeve at the distal end of the terminal pin had migrated. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, the helix on the right atrial (ra) lead would not extend. The lead was removed from the patient and the helix extended after more than 50 turns. However, the helix could not be retracted again. A different lead was used to complete the procedure. No adverse patient effects were reported.